Event description:
The customer returned the cystonephrovideoscope to the service center for a separate issue. During the device analysis, the bending section rubber was found bunched up and stretched and the objective lens was dusty/dirty. There was no patient involvement. ¿¿

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the dusty dirty objective lens and the bending section rubber bunched up/stretched was due to a component issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.